Manufacturer narrative:
Additional information received by the manufacturer identified that this event should be re-evaluated for MDR reporting. The new information received confirmed that the camera issue was resolved after resenting the bump sensor and the procedure was completed with cori assistance. Therefore, there was no change to manual instrumentation. The reassessment determined that the issue does not meet the threshold for reporting and therefore, it is a non-reportable event. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during set up for a cori assisted tka surgery, it was noticed that camera bumped error comes on the screen. The issue was resolved after resetting the camera bump sensor. The procedure was performed, without any delay, using the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up for a cori assisted tka surgery, it was noticed that camera bumped error comes on the screen. The procedure was performed, without any delay, by manual procedure. No injury was reported as a consequence of this issue.